Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump had an insulin pump error alarm for 4 to 5 times. The customer's blood glucose level was 175 mg/dl at the time of the incident. The customer reported that the insulin pump was not exposed to a high magnetic field. The customer was able to clear the alarm and to rewind the insulin pump. The insulin pump did not pass the displacement test. The customer was advised to revert to the back-up plan as per the healthcare professionals instructions. The device will be returned for analysis.